Event description:
It was reported that the catheter separated from the tuohy-borst when attempting to deploy contralateral to superficial femoral artery lesion. A new device was used to complete the procedure.